Manufacturer narrative:
(B)(4). The device was received with the upper jaw loose. The electrode was found in good visual conditions and properly seated to the ceramic. During functional testing while cutting test media a replace light warning was received. The jaw was inspected and it was noted to be loose. Because of this condition the upper jaw can makes contact with the electrode creating an electrical short preventing rf power delivery from the generator causing the device not to be activated. The jaw was loose because the jaw retention pin was not properly attached to the jaw. During inspection under the microscope it was found that the pin was sheared off. This prevented the upper jaw from aligning with the lower jaw; consequently preventing the jaws from opening and closing properly. There is no evidence what caused the damage; a possible cause of the damage to the jaw retention pin could be not allowing thick and fibrous tissues to denature prior to I-blade advancement

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap esophagectomy, the handle became very hard to be grasped suddenly in about four hours. After that, the jaws did not open automatically, so the jaws were opened by opening the handle by hand. There was no damage on the patient's tissue. The device was used as-is after this incident, the electrode peeled away and the zirconia broke. Then, the device became not to be activated. No broken pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.